Manufacturer narrative:
Concomitant medical product: 6947-65 lead implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shocks due to the device detecting atrial fibrillation (af) with rapid ventricular response (rvr.) The device remains in use. No further patient complications have been reported as a result of this event.